Event description:
Patient presented to local emergency room with symptoms of device malfunction (low speed, low flow, pump off alarms). Vad program was notified and patient was transferred to this hospital. Lvad was interrogated and it was determined he had a double wire fracture of his driveline resulting in low speed, low flow, and pump off alarms. He was evaluated and deemed appropriate for device replacement. Device was replaced; patient had to undergo sternotomy and subcostal pump exchange. Almost one week later, patient represented to ER (out of area hospital) with malfunction lvad. Reviewed past alarms. Pt asymptomatic with low flow. Recommendations made for patient to stay on battery and for transfer to this hospital to occur. H&p notes: approximately 3 months later, a clamshell was placed by abbott engineer due to substantial tear near the controller. His case was reviewed 6 months later at multidisciplinary conference due to family reports of reduced cognitive function and concerns regarding his ability to care for himself and manage his vad. He was felt not to be a candidate for pump exchange. Pt underwent external driveline repair by abbott engineers. Noted to have been doing well over last years with no driveline issues. Approximately 2 months later, lvad exchange with tee was performed. Access was difficult, requiring opening of sternum. Did well and was discharged home with home health, pt and ot. Noted in the chart regarding previous driveline issues: driveline: clamshell placed by abbott engineer due to tear near controller which required repeat repair. Underlying cause of driveline damage is the location of driveline exit on abdomen and acute bend in driveline necessary for patient to carry controller in his vest. Have previously asked him to carry his controller in alternate position to alleviate strain on driveline, though he continues to wear it in his vest.